Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced a blood glucose level of over 400 mg/dl. The customer changed the infusion set and treated his blood glucose level with a bolus using the insulin pump. Troubleshooting was not performed. The device was not returned.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, broken battery tube threads, belt clip slot, minor scratched and cracked display window. Drive support disk was inspected and no anomaly was noted.